Manufacturer narrative:
The pt had been scheduled for pump replacement on (B)(6) 2004, but it was decided to place the pt on a stroke volume limiter and wait for a heart transplant. The pt was successfully transplanted on (B)(6) 2004. The manufacturer received the device on 09/14/2004, and it is currently being analyzed. No further info is available at this time.

Event description:
On (B)(6) 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). On (B)(6) 2004, the vad coordinator contacted the manufacturer stating that the pt was at home receiving multiple read heart alarms while at rest. The pt was in fixed mode of 80 bpm and systolic bp within normal limits. The vad coordinator asked the pt to come into the hospital for observation. When the pt arrived to the hospital she was hooked up to a power base unit (pbu). Multiple alarms for low beat rate were noted. The controller was changed out with no resolution of alarms. Waveforms were taken and sent to the manufacturer for analysis. At that time it was decided to schedule the pt for a pump replacement.